Event description:
Complainant alleged that during pt (age and gender unknown) set-up the clinicians were unable to treat the pt with the device, as the unit did not power up. There was no indication of any adverse effect to the patient.